Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Product analysis is ongoing. This report will be updated once analysis is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient underwent a surgical revision procedure where this lead was explanted. This lv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
--